Event description:
Additional information received reported that the patient was doing well. Programming had been done and patient was receiving therapy. The left lead was revised due to bad impedances on one contact.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the revision to be done on (B)(6) would be a bilateral lead revision. Additional information received reported right side lead was explanted and replaced. It was noted the lead was not repositioned. Left side lead was revised and re-implanted with new lead. It was noted left lead target was adjusted from previous location. Connecting the left lead was more challenging due to it being closer to the neck. Patient was not reprogrammed. It was later reported that impedances were normal post operatively.

Event description:
The patient underwent lead impedance exploration on (B)(6) 2013. The end of the right lead was tested with an ens and 8840 and similar results with the bipolar pairs were seen. All the impedance measurements with electrode 4 were greater 4,000ohms. It was unknown if the patient was receiving stimulation. It was recommended that she sees a neurologist for further programming before re-visiting a lead revision. The left side will be left alone. It was later reported that she was scheduled for a lead revision on (B)(6). Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3387s-40 lot# v398876, implanted: 2010 (B)(6), product type lead product ID: 3387s-40 lot# v319140, implanted: 2010 (B)(6), product type lead product ID: 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4). Concomitant product product ID 3387s-40, lot# va09evf, implanted: (B)(6) 2013, product type lead.